Event description:
Enseal not completing cycle sealing tissue per surgeon. Another device obtained and procedure completed without incident. No patient harm.====================== manufacturer response for laproscopic tissue sealer, g2 curved jaw 14 cm (per site reporter).====================== vendor will retrieve handpiece and it will be sent back to ethicon for qa check.